Event description:
Consumer complaint of high blood results. Expected blood glucose test result range is not known. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification since they are kept kitchen. Test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction user's test strip had poor storage.

Event description:
Consumer complaint of high blood results. Expected blood glucose test result range is not known. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification since they are kept kitchen. Test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 1:306mg/dl (B)(6) 2015 07:00am. 2:308mg/dl (B)(6) 2015 07:00am . 3:124mg/dl (B)(6) 2015 07:00am . 4:204mg/dl (B)(6) 2015 07:00am . 5:232mg/dl (B)(6) 2015 07:00am . Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.